Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia, with a highest cgm value of 224 mg/dl for approximately two hours, after eating a lunch consisting of a sandwich, banana, and chips and announcing the meal incorrectly due to concern about trending low; no ilet alerts were reported. Symptoms included headache consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, associated with the user interface and meal announcement process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user reported that glucose values were trending down during the call.